Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: investigators were unable to duplicate the no power complaint during the investigation. Continual power rebooting was observed in the black box data, consistent with a discharged battery installation. The black box data showed an end of use date of 12/15/2015 followed by a default time and date reset following a power-on-reset event, indicating that the pump was off for a period of more than 24 hours. The pump was run on a 24 hour basal program with no power interruptions. The pump was opened up and no power circuit defects or internal moisture were observed. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.